Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exists for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. As neither a lot number nor samples have been made available to us, no analyses could be performed. No information was provided on the concerned lot number, the completed questionnaire and if a skin injury had happened at all and if a treatment was necessary. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On june 01st, 2026, we have been informed about a malfunction with a defibrillation electrode set at the ambulance rheinisch-bergischer kreis. Gs defibrillation electrodes model unknown and a gs defibrillator model c3 had been used. The initial report is stating that [translated from german to english language]: "during an emergency medical services a patient had to be resuscitated during the course of the incident. The patient was defibrillated 8 times at 200 joules. Burn marks were subsequently discovered on one of the defibrillation electrodes (corpatches) in the resuscitation room of the hospital (B)(6). It is still being investigated whether any burns also occurred at the electrode's adhesion site." We have requested a questionnaire to be completed, the concerned defibrillation electrode set and the emergency data recorded by the defibrillator. No further details have been disclosed or received so far.